Event description:
The customer complained of discrepant inr results for a patient tested on coaguchek xs meter serial number (B)(4), compared to a laboratory using the dade innovin method. The patient was tested on the meter at 3:00 p.m. With a result of 7.5 inr. At 3:15 p.m. The result from a laboratory was 3.9 inr. The customer stated blood is from direct fingerstick usually less than 15 seconds, but always less than 30 seconds of poking finger. The patient's therapeutic range is 2.0 - 3.0 inr. The patient was told to stop taking coumadin for two days based on the meter result. After the laboratory results were received, the patient was told to continue same level of coumadin dosage as before. No harm occurred to patient during coumadin hold and patient is "maintaining current status." There was no allegation of an adverse event. The patient has no hematocrit concerns and stated that his diet consists of a lot of cookies. Retention test strips (294947) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.